Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the lens actually ran out of co2 and the plunger of injector could not advance any further. This caused half the lens to be in the eye and the other half to stick in the cartridge and not deploy. Additional information has been requested; however, further information has not been received.